Manufacturer narrative:
The customer stated that the patient had severe pneumonia and was admitted to the hospital on (B)(6) 2019 to bed number 621. On (B)(6) 2019, 08.05 a.m., the nurse found the nbp value (247/195) was too high for the patient and began to use antihypertensive drugs to control the nbp. The doctor arrived at 8:50 am and suspected that the value was problematic. The doctor tried to use this unit on the nurse and found the systolic blood pressure value of the nbp was more than two hundred. The doctor decided to use another unit to measure the nbp for the patient, and found the nbp value was 80/50. The patient died at 10:42 a.m. The customer is using original philips accessories. The customer did not use the nbp accelerated mode for the measurement. The device has been taken out of use.the field service engineer went to the customer site to check the intellivue multi measurment server x1. The blood pressure values measured by the simulator were all within the normal range, and no abnormality was detected. It has been established that there was no trouble found during the onsite investigation. The reported issue was forwarded to product support engineering (pse) for further investigation. Pse stated the following: when a nbp measurement switches from one patient to the next, the algorithm first searches in the last range. There is a higher probability that an incorrectly high value will be displayed. If the value is implausible: reset the nbp with "stop all nibp" and restart it to reset the nbp algorithm.the field service engineer performed several nbp tests by the simulator were all within the normal range, and no abnormality was detected. It has been established that there was no trouble found during the onsite investigation. The exact cause for the reported issue could not be established.as the assigned field service engineer found the device to be operating as specified. Philips is unable to reproduce the reported issue. No trouble was found during the onsite investigation, however, a malfunction cannot be ruled out. There is no indication that this failure could be difficult to detect. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that a patient died during monitoring - non-invasive blood pressure (nbp) is inaccurate high.